Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that a leak was noted about thirty minutes into treatment. The source of the leak was determined to be the cap of the connector. The patient had also noted that the cycler subsequently displayed the drain complication encountered message. The cap of the connector was replaced by the patient. The patient restarted the cycler, however received the air detected in cassette message. The patient opted to cancel treatment.